Event description:
It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device and a watchman fxd double curve access system (was) were selected to be used. The septum was wide and floppy. The septal puncture was performed using versacross connect (vcc) and was. Tenting of the septal puncture inferior and posterior was confirmed by transesophageal echocardiography (tee). The physician was unable to cross during the first energization, but it was able to cross during the second energization. There were no particular difficulties in passing through. There was no increase in endocardial fluid after performing the puncture. It was found that the laa was quite small because when it was measured relatively proximal, it had a maximum diameter of 18.4 mm and 9.72-14.4 mm at other angles. The depth was relatively large at 15.1-16.8mm, but the lumen was narrow, so a 20mm closure device was selected. In the first deployment, it was deployed from a line slightly proximal by unsheathing, the position was slightly proximal, with a compression rate of 5 percent, leading to a recapture. In the second deployment, the closure device was inserted and deployed from the posterior to anterior direction. The 135 degrees post and 0 degrees posterior/lateral were slightly protruding, but less than one-third. The compression rate was 9.0 percent only at 0 degrees, but advancing further distally could result in poor device angulation, and increasing the size may lead to protrusion concerns. It was decided to perform placement at this position. The anchoring was good and there were no leaks, so it was released. There was no patient injury. A dissection was observed in the septum after the procedure. The endocardial fluid remained unchanged after the procedure. The physician decided to admit the patient for observation.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received a2, a3a, a3b: updated with additional information received.

Event description:
It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device and a watchman fxd double curve access system (was) were selected to be used. The septum was wide and floppy. The septal puncture was performed using versacross connect (vcc) and was. Tenting of the septal puncture inferior and posterior was confirmed by transesophageal echocardiography (tee). The physician was unable to cross during the first energization, but it was able to cross during the second energization. There were no particular difficulties in passing through. There was no increase in endocardial fluid after performing the puncture. It was found that the laa was quite small because when it was measured relatively proximal, it had a maximum diameter of 18.4 mm and 9.72-14.4 mm at other angles. The depth was relatively large at 15.1-16.8mm, but the lumen was narrow, so a 20mm closure device was selected. In the first deployment, it was deployed from a line slightly proximal by unsheathing, the position was slightly proximal, with a compression rate of 5 percent, leading to a recapture. In the second deployment, the closure device was inserted and deployed from the posterior to anterior direction. The 135 degrees post and 0 degrees posterior/lateral were slightly protruding, but less than one-third. The compression rate was 9.0 percent only at 0 degrees, but advancing further distally could result in poor device angulation, and increasing the size may lead to protrusion concerns. It was decided to perform placement at this position. The anchoring was good and there were no leaks, so it was released. There was no patient injury. A dissection was observed in the septum after the procedure. The endocardial fluid remained unchanged after the procedure. The physician decided to admit the patient for observation. It was further reported that the patient was discharged.

Event description:
It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device and a watchman fxd double curve access system (was) were selected to be used. The septum was wide and floppy. The septal puncture was performed using versacross connect (vcc) and was. Tenting of the septal puncture inferior and posterior was confirmed by transesophageal echocardiography (tee). The physician was unable to cross during the first energization, but it was able to cross during the second energization. There were no particular difficulties in passing through. There was no increase in endocardial fluid after performing the puncture. It was found that the laa was quite small because when it was measured relatively proximal, it had a maximum diameter of 18.4 mm and 9.72-14.4 mm at other angles. The depth was relatively large at 15.1-16.8mm, but the lumen was narrow, so a 20mm closure device was selected. In the first deployment, it was deployed from a line slightly proximal by unsheathing, the position was slightly proximal, with a compression rate of 5 percent, leading to a recapture. In the second deployment, the closure device was inserted and deployed from the posterior to anterior direction. The 135 degrees post and 0 degrees posterior/lateral were slightly protruding, but less than one-third. The compression rate was 9.0 percent only at 0 degrees, but advancing further distally could result in poor device angulation, and increasing the size may lead to protrusion concerns. It was decided to perform placement at this position. The anchoring was good and there were no leaks, so it was released. There was no patient injury. A dissection was observed in the septum after the procedure. The endocardial fluid remained unchanged after the procedure. The physician decided to admit the patient for observation. It was further reported that the patient was discharged.

Manufacturer narrative:
D1 brand name: updated with additional information received. D2b product code: updated with additional information received. D4 model number, lot number, catalog number, expiration date, unique identifier (UDI): updated with additional information received. G4 premarket: updated with additional information received. H4 device manufacture date: updated with additional information received.